Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) b3: date is approximate h3: analysis of the controller (product ID 97745 lot# serial# (B)(6)) found a broken/cracked rtm/power connector support causing connection/charge issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller had been having issues for probably 6 months. Pt's controller would say there was some issue with the controller when charging their implanted neurostimulator (ins), even though the controller showed to be charged up to 100%; pt was unable to recall what the message had said. Pt said they never began charging their ins (which they did daily) unless controller was at 100%, and sometimes the controller would die part way through charging ins, so they'd have to charge and continue. Pt confirmed seeing memory problem [61] after patient services (ps) mentioned that screen may have come up when controller died. Ps had pt begin charging session to see if the error message they were talking about would populate. After 5 minutes on hold, pt said they only saw 'checking recharger/quality' and 'reposition recharger' screens, even though they hadn't moved while charging. Pt had to put their 'readers' on to check the controller port and recharger connector pins. Pt thought one connector pin on recharger plug at far right (if looking at white arrow) might be at a slight angle but denied any visible damages to the length of recharger (rtm) cord. Ps asked if rtm heated up while charging ins, but pt said no; however, their controller got hot when they recharged their ins along the back/battery compartment of controller. A replacement controller and battery pack were requested.